Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the inner hose was disconnected and torn. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling by using excessive force by pulling on the hose. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during routine inspection, it was observed that the motor device would not run. It was further reported that the device would not run with other hand controls or foot devices either. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly